Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was insulin continues to drip during the load process. The customer¿s blood glucose level was 11.1 mmol/l. The customer stated that the cannula was fell off. The customer also stated that there was unable to successfully prime the set. The customer also stated that they was not wearing the insulin pump during load process. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The device primed properly during testing. No unexpected prime anomalies or insulin flow blocked alarm noted during testing. (B)(4).